Event description:
A 2.50mm diameter x 24mm length endeavor resolute rx drug-eluting stent was inserted into a patient for treatment of a proximal lad which exhibited approximately 90% stenosis. It is reported that following a failed attempt to cross the lesion, the stent was retracted towards the guide catheter, where it subsequently dislodged. Post procedure patient was reported to be safe. No clinical sequelae were reported. The device, cd or procedural notes have not been provided for review.

Manufacturer narrative:
(B)(4). Evaluation, results: (dislodgement) (90% stenosis). Conclusion: (90% stenosis).